Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 26 mmol/l. Customer also reported blood glucose of 9.9 mmol/l. Customer reported the following symptoms positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing. The customer's current blood glucose is 17 mmol/l. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by insulin pump and at hospital with insulin drip and hydration. Troubleshooting was done for high blood glucose. The insulin pump will be returned for analysis.